Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 170 units. Additionally, an occlusion alarm occurred. Reportedly, the customer changed the pump supplies to address the issue. Customer's blood glucose was 355mg/dl.